Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number provided could not be found in our system; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the ¿device infection¿ reported by the customer, could be linked to the patient and hospital surroundings, a review of the sterilization certificate was not possible as the lot number provided by the customer could not be found in our system. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received on june 28th 2023: site provided that, the subjects head circumference was 57 cm. The reference range of leucocytes in csf was provided as (normal range: below 5 cells/l). On (B)(6) 2023, the catheter rickham explantation took place and a large rickham catheter (codman, catalog number: 82-1616) lot number of 30245744 was placed. The investigator assessed the ventriculitis as nci ctcae grade 3/ severe in severity and not related to ax 250. The investigator assessed the ventriculitis as related to the non-study device. Investigator causality rationale was reported as ventriculitis, device infection. Possible alternate cause other than study drug was reported as protocol mandated procedure related event and device related event. The medical monitor assessed the ventriculitis of nci ctcae grade 3/ severe as not related to ax 250. Grade 3/ severe ventriculitis is considered unexpected for ax 250. The sponsor assessed the ventriculitis as related to the non-study device.

Event description:
N/a.

Event description:
Study: case description: "this case, initially received on 28-may-2023, 30-may-2023 and 01-jun-2023 concerns to an approximately 11 years old male with mucopolysaccharidosis type iiib enrolled in: a phase 3b/4 open-label multicenter study extension study to further evaluate safety, tolerability and efficacy of intracerebroventricular ax 250 treatment in mucopolysaccharidosis type iiib (mps iiib, sanfilippo syndrome type b) patients, who was hospitalized due to important medical event ventriculitis on (B)(6)2023. Study treatment with ax 250 was initiated on (B)(6)2023. The subject's most recent dose of ax 250, received prior to the sae/eosi onset, was on (B)(6)2023. The subject's relevant medical and surgical history: recurrent bronchitis, recurrent ear, nose and throat (ent) infections, hearing impairment, speech delay, hepatomegaly, abnormal facial features, developmental delay, short neck, glue ear recurrent, splenomegaly, sleep disturbances and intracerebrointraventricular infections. Relevant concomitant medications taken within 14 days of sae/eosi included guanfacine hydrochloride (intuniv), cannabidiol, risperidone (risperdal) and cetirizine hydrochloride (cetirizin). There were no previously reported saes for this subject in the current study. On (B)(6)2023, study drug was administered reported with difficulties described as difficulty puncturing device; two attempts. On (B)(6)2023, the subject presented with vomiting and impaired clinical condition after study drug was administered. On the same day, the subject was admitted instable condition. Cerebrospinal fluid (csf) analysis confirmed ventriculitis. The event was assessed as medically significant and adverse event of special interest. Csf leucocytes were 1262 ul (reference range was not provided). The subject was treated with vancomycin and cefotaxime. On (B)(6)2023, csf microbiology showed staphylococcus epidermidis. Explantation of the device was performed. The subject was treated with paracetamol, metamizole (novaminsulfon) and vancomycin. The subject was currently in stable clinical condition without neurological impairment. The event was not recovered/not resolved. Action taken with ax 250 was not applicable. The investigator assessed the ventriculitis as nci ctcae grade 3/ severe in severity and not related to ax 250. The investigator assessed the ventriculitis as related to the non-study device. Investigator causality rationale was reported as ventriculitis, device infection. Possible alternate cause other than study drug was reported as protocol mandated procedure related event and device related event. The medical monitor assessed the ventriculitis of nci ctcae grade 3/ severe as not related to ax 250. Grade 3/ severe ventriculitis is considered unexpected for ax 250. The sponsor assessed the ventriculitis as related to the non-study device. Sponsor comments: after review of the clinical details and investigator comments pertaining to this adverse event, and based upon experience to date, the sponsor does not believe changes to the conduct of this clinical trial are warranted as there is no change in the risk benefit analysis."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.